Event description:
It was reported that the customer experienced a blood glucose (bg) level of less than 36 mg/dl; cause was suspected to be due to the duration of insulin being set to 180 minutes rather than 300 minutes resulting in insulin delivering quicker than expected. Reportedly, customer experienced unconsciousness and the ambulance was called to address bg level. Subsequently, the customer was admitted into the emergency room (ER) and hospitalized. Customer was treated with saline fluids. The customer was released from the hospital on (B)(6) 2022, with the issue resolved. Customer did not sustain any permanent damage. A pump system check was performed and confirmed no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.